Event description:
The device entered bvvi due to a cybersecurity upgrade. The device was not used and returned for evaluation. No patient was involved in this incident.

Manufacturer narrative:
Analysis of the device image revealed a telemetry interruption occurred, which resulted in the reported issue of backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near bol.